Event description:
Pt with a single lumen PICC line was receiving an infusion of vancomycin chemotherapy when a leak developed in the tubing, between the catheter connection and the insertion site of the catheter causing infusion to spill onto pt. Infusion stopped immediately. PICC line discontinued.